Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured circumferentially and separated. A 5-french cook ansel sheath was used during the procedure. The anatomy was reportedly highly calcified and tortuous. An unspecified inflation device was used to inflate the balloon one time, to nine atmospheres, within the superficial femoral artery; however, the balloon ruptured, and blood was noted in the inflation device. The balloon was not inflated within a stent. Upon attempted removal of the balloon catheter and an unspecified wire, the balloon reportedly stuck on the wire and separated. Per the reporter, negative pressure was maintained upon removal, and a counterclockwise rotation of the balloon was conducted upon catheter withdrawal. Approximately four centimeters of balloon material remains in the common iliac artery. Contralateral access was then obtained, and the balloon material was stented in place, completing the procedure. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured circumferentially and separated. A 5-french cook ansel sheath was used during the procedure. The anatomy was reportedly highly calcified and tortuous. An unspecified inflation device was used to inflate the balloon one time, to nine atmospheres, within the superficial femoral artery; however, the balloon ruptured, and blood was noted in the inflation device. The balloon was not inflated within a stent. Upon attempted removal of the balloon catheter and an unspecified wire, the balloon reportedly stuck on the wire and separated. Per the reporter, negative pressure was maintained upon removal, and a counterclockwise rotation of the balloon was conducted upon catheter withdrawal. Approximately four centimeters of balloon material remains in the common iliac artery. Contralateral access was then obtained, and the balloon material was stented in place, completing the procedure. The patient did not experience any adverse effects due to this event. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon, which measured 15.5-centimeters, was missing a portion of the distal tip. No additional damage was noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿particular care should be taken in handling the balloon to prevent damage.¿ the IFU warns: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the IFU instructs the user to remove the balloon and sheath as a unit if rupture occurs. Regarding deflation and withdrawal of the device, the IFU states: ¿completely deflate the balloon using an inflation device or syringe. Maintain vacuum on the balloon and withdrawal the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s highly calcified and tortuous anatomy likely contributed to this event. Upon attempted removal of the ruptured balloon and wire, the balloon became stuck on the wire and separated. The IFU instructs the user to remove the balloon and sheath as a unit if rupture occurs. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.